Event description:
It was reported that approximately one year post implant a suprarenal aortic extension developed a type iii endoleak between the junction with a bifurcated endovascular device. The patient was treated with an infrarenal aortic extension and suprarenal aortic extension, which successfully corrected the endoleak. Reportedly, the patient tolerated the procedure well.

Manufacturer narrative:
Review of lot records/work orders, prior reports. No issues were noted. The device was not returned for evaluation. However, an image was provided by the hospital clearly showing that the suprarenal aortic extension was separated from the bifurcated device. Therefore, the reported complaint is confirmed. Based on the information provided, the potential cause of the event could not be determined. Endoleaks are a known risk of the procedure as stated in the IFU.

Manufacturer narrative:
Operative notes were provided by the hospital for review. Based upon the review of medical records by clinical representative, the disease progressed and the patient had a persistent type ii endoleak after secondary procedure. Patient was treated for endoleak type iii successfully. There is no indication that the device may have caused or contributed to the event.